Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and per the physician the reported slda is due to thin leaflets and prolapsing leaflets in barlow's valve, and is therefore related to patient conditions. Mitral valve insufficiency/regurgitation resulting in dyspnea and fatigue appears to be due to the slda. Mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on may 23, 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and barlow¿s disease. Two xtw clips were successfully implanted, reducing mr to a grade of 2. Two months later, the patient returned to the hospital due to shortness of breath and fatigue. Echocardiography was performed and showed one of the implanted clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. On july 16, 2024, a second mitraclip procedure was performed to stabilize the slda. One clip was implanted, reducing mr to a grade of 2.